Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion being treated had chronic total occlusion with calcification in a shunt vein. A f/g sterling otw 5.0 x 20/80 (4f) ruptured at 14 atms. The number of inflations are unk. The procedure was completed with a different device. The pt status is listed as "no problem" with no complications reported. Multiple attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the likelihood that the pt anatomy or other procedural factors contributed to the reported difficulty.